Event description:
It was reported to ge that the footrest detached allowing the patient to fall. Apparently, the patient received bruises from the fall. The footrest was repaired and placed back into service.